Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured left frontal ischemic stroke while on impella 5.5 support.

Manufacturer narrative:
The investigation of access site bleeding, pump stop, and stroke/cva has been completed. The failure mode 'pump stop' was removed as investigation revealed there was no pump stop during case. No product was returned for analysis. Access site bleeding - major: clinical reported oozing at impella site resolved with clot. The root cause of the access site bleeding - major was not determined as no product was returned and insufficient clinical information related to failure was provided. Stroke/cva: strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation -timing of the stroke in relation to impella support (during or post-implant) -detailed description of the symptoms experienced by the patient -neurological examination findings and any focal deficits observed -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic) -laboratory test results, including coagulation profiles and cardiac markers -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications -response to any previous anticoagulation or antiplatelet therapies -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology as this clinical information was not provided, the true root cause of the stroke/cva could not be determined. B5 updated with additional information received from the clinical site. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27494.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the impella 5.5 white cable got stuck in the CT scanner while supporting the patient. Flows stable and motor current pulsatile. Additionally, there was oozing at the impella insertion site that was resolved with applying a clot. It was further reported that the patient was not following commands and had an inability to move right ue. CT scan performed showing no acute changes, but chronic lacunar infarcts was noted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Optical signal issue: clinical reported placement signal not reliable (psnr) alarms occurred following white cable getting stuck in the computed tomography (CT) scanner. The data logs confirm psnr alarms and show placement signal going out of range, signal-to-noise ratio (snr) dropping to zero, lamp going up to 100, and a decrease in gain. Contrast increased in amplitude. The pattern identified corresponds to a fiber break due to patient cable torque. There was no recovery for the remainder of support. The root cause of the optical signal issue was most likely a damaged fiber line due to an interaction with another device (CT scanner) as evidenced by clinical information and data log analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. Corrections that were made from the initial manufacturer device report number 1220648-2025-27494. D10 concomitant medical products and therapy dates.

Event description:
The complainant also reported that the placement signal not reliable alarm was present with a loss of placement signal. Flows were stable, and motor current was pulsatile.